Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the suture sleeve appeared to be wedged onto the connector portion of the lead and could not be released. A new suture sleeve was used to secure the lead. The lead was successfully implanted. No adverse consequences occurred to the patient.